Manufacturer narrative:
UDI: (B)(4). As reported by the customer, a whole blood capillary sample produced discrepant po2 and pco2 results using a prime ccs analyzer, serial number (B)(6) . A field service specialist (fss) was sent to the site for an evaluation of the analyzer. After cleaning and flushing the sensor flow path as well as cleaning the capillary adapter the analyzer was able to demonstrate accurate blood results. The customer returned sensor card ccs prime, lot 20058102, on (B)(6) 2020 approximately twenty-six (26) days after the reported incident occurred. Nova was unable to confirm that the returned sensor card was properly stored per the labeling requirements, 2-8°c, and therefore was unable to perform an evaluation. There are no additional risks associated with this decision as the root cause was able to be identified and no similar reports have been received for this batch. Device history record (DHR) reviews for the prime analyzer and sensor card batch were performed by the quality control manager. The review included an assessment of the production, testing, and release of the products. No abnormalities or concerns were observed; the dhrs indicated that the released product met all specifications. The review of the customer database confirmed that an obstruction in the flow path was the root cause of the questionable patient results. It was also noted that the quality controls (qc) and slope values were within established limits during the time of sample analysis. Proper mixing of capillary samples or more frequent replacement of the capillary adapter is being suggested to the customer. Nova will continue to monitor for recurrence, no further action is required at this time.

Manufacturer narrative:
An investigation is currently underway. A nova field service representative was able to go to the facility, gather information and return a sample for device evaluation. Upon completion of the evaluation, a follow up report will be submitted.

Event description:
On (B)(6) 2020 a customer reported to nova biomedical that a whole blood capillary sample produced discrepant po2 and pco2 results using a prime ccs analyzer, serial number (B)(4). No adverse event or harm to patient reported. On (B)(6) 2020 a field service specialists (fss) was dispatched to the site.